Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR - it was reported that intermittent loss of capture was noted after the implantation. The patient was diagnosed with amyloidosis. The device was not returned. It remains implanted. No adverse patient side effects was reported.